Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign material was found inside the package. A 7/110/4/2.5/8-5 blazer&#59401;ii was selected for use. During unpacking, upon checking the lot number of this device, a three quarter inch hair was noted inside the sterile package. No patient involvement.

Manufacturer narrative:
Device returned to MFR: the device was returned in its original sealed pouch and there is a hair inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that a foreign material was found inside the package. A 7/110/4/2.5/8-5 blazer® ii was selected for use. During unpacking, upon checking the lot number of this device, a three quarter inch hair was noted inside the sterile package. No patient involvement.